Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to flexion contracture. The patient's cr knee was revised to an mrh knee (patellar component was retained). Rep provided the revision usage sheet and confirmed that no further information will be released by the hospital or surgeon.